Manufacturer narrative:
No patient information provided as no patient was involved in this concern missing UDI number and lot number. No instrument has been returned to the manufacture for analysis. Missing manufacture date.

Event description:
Medtronic received information regarding a navigation device. It was reported that the clamp 9734715 spinous process tall was difficult to put on and take it off. The site had replaced this part a couple of times already. There was no patient present when this issue was observed.

Manufacturer narrative:
The clamp was received by product services under a separate complaint. Some analysis was complete and no failure was found with the clamp. If information is provided in the future, a supplemental report will be issued.